Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched and cracked. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/08/2010 and 06/17/2010 by phone, fax, and mail. A completed questionnaire was received on 06/15/2010. (B) (4).

Event description:
Adverse event(s): "glare, light sensitivity" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgical coordinator reported an intraocular lens (iol) was exchanged due to the pt experiencing glare and light sensitivity. The pt had a history of epiretinal membrane and thyroid disease (pre-existing). In a follow up, the surgeon reported the event resolved following the lens exchange.